Event description:
The ge oec 6600 miniview fluoroscopy system would not fluoro correctly. Imaging was out of focus.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the imaging was out of focus. The focus of the system was adjusted to the satisfaction of the customer. The system was tested and found to be operating as intended. The system as released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.